Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds and undersensing due to a dislodgement after the patient presented with palpitations. The lead was reprogrammed until it could be repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2013.